Event description:
Patient reports experiencing a mid peripheral lesion os in 2009. The patient expressed a preference that the eye care provider not be contacted. The patient is a physician and states would prefer to provide the information. The patient reported the lesion may have started as a mild corneal abrasion. Initial treatment was with gentamycin and vancomycin drops. The patient reported the lesion grew 5 fold in 24 hours. The patient received a retro ocular injection of gentamycin/vancomycin with a presumptive diagnosis of fungal infection. Amphotericin b was added. The patient was also treated with zymar and natacyn drops. No ocular cultures were taken but the patient, as a physician cultured the multipurpose solution used and lens case. The lens case was positive for aspergillis. Follow up three months later. Patient states vision has recovered. The patient has returned to contact lens wear successfully. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up. Conclusions: no conclusions can be drawn.